Event description:
During service the pump powered on with failure code 810:11. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.